Event description:
It was reported that the touchscreen response was intermittent. The unit was being set up for use at the time of the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer stated that the touchscreen does not respond in all areas; the screen has a white haze from disinfecting. The remote support engineer (rse) advised the customer to clean the screen and calibrate the touchscreen. The rse requested the information for the calibration; the rse emailed the customer the instructions from v60 service manual on how to calibrate touchscreen. During follow up, the customer stated that the touchscreen calibration did not solve the reported problem. The field service engineer assigned for onsite service replaced the touchscreen to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was tested, and no failures were identified.